Manufacturer narrative:
An event regarding foreign matter involving a scorpio nrg x3 ps tibial insert #3 15mm was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in its original box. The outer blister was not returned but the tyvek lid was included in the box along with the stickers and insert. The inner blister was unopened. There was a small black speck on the insert by the locking wire. -medical records received and evaluation: not performed as no adverse consequences to the patient were reported. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that debris found in the packaging, the exact cause could not be determined. A CAPA investigation was initiated to further investigate. Root cause identified significant steps involving the cleanliness and control of the room and components. Cleaning procedures and maintenance processes will be revised to maintain the control room, proper machine usage training will be provided, debris attractive materials will be utilized, and supplier cleanliness control will be enforced.

Event description:
It was reported that it was found there was a foreign body on the surface of x3 insert, when tka surgery just before opening real implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that it was found there was a foreign body on the surface of x3 insert, when tka surgery just before opening real implant.